Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of under 50 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of the call. The customer uses the sensor. The customer was loading the reservoir and filling the cannula when they noticed the insulin was coming out when they hit the load button. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer hung up. The insulin pump will not be returned for analysis.